Manufacturer narrative:
Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Once our evaluation is complete, a follow-up report will be submitted.

Event description:
According to the available information, catheter fell off within 2 weeks indwelling. Balloon burst. No clinical consequence for the patient. New folysil catheter was opened and used alternatively.

Manufacturer narrative:
This follow-up MDR is created to document the evaluation of the returned device. After receiving this complaint, we searched for other complaint and we didn't find other complaint on this lot number. On 30 july, we received a used sample with an orange valve printed "16-15ml-04396880". At visual examination, we can see that the balloon is burst but no piece is missing. The balloon burst issue is known and monitored on a monthly basis. Unfortunately we don't know the root cause. Based on the above, this complaint is confirmed as a product defect. No other corrective action will be implemented as the specific trend for balloon burst and this product family has an average during the last 12 month which is considered acceptable as per the threshold.